Event description:
It was reported that the patient had a lead migration. The patient fell and hit her head. The healthcare provider (hcp) performed a computerized tomography (CT) scan of the patient's head and discovered the lead was pulled up and was now in the caudate. It was stated that the patient continued to have 'controlled symptoms.' The hcp suggested a lead revision. Additional information received reported that no medical interventions were scheduled at this time. The patient had not reported a loss of efficacy in therapy. Please refer to mfg. Report # 3004209178-2012-11985, as the patient has dual systems and it was unknown which lead migrated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# va023l5, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v353789, implanted: (B)(6) 2010, product type lead. (B)(4).